Event description:
It was reported that this implantable cardioverter defibrillator (ICD) potentially delivered inappropriate anti-tachycardia pacing (atp) and shocks for an atrial-driven rhythm. Technical services (ts) provided reprogramming options. The device remains in use. No additional adverse patient effects were reported.